Event description:
Reamer contacted with bone pin which was placed in tibia. Implant was inserted. But implants which were placed in tibia and femur were removed during curing of cement because these implants placed internal rotation. At that time, posterior thigh bone and anterior tibia were fractured. Additional information: the reamer and pin contacted, causing it to ream toward a place it wasn't supposed to be which caused the internal rotation. X-ray shows there was no fracture located at the tibial bone pin site.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.